Manufacturer narrative:
The customer reported that the system lacked phaco power. The procedure was completed without any reported patient harm. The company service representative examined the system and the u/s controller printed circuit board (pcb) was replaced. The system was then tested and met all product specifications. The system was manufactured on february 11, 2016. Based on qa assessment, the product met specifications at the time of release. The u/s controller printed circuit board (pcb) was received and a visual assessment of the returned sample found no visual nonconformities. The returned pcb was installed into a calibrated centurion vision system. The system powered on without issue. The pcb was found to meet product specifications. The customer reported event was not able to be confirmed. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4)

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that during the phacoemulsification phase of a cataract extraction procedure there was no ultrasound power. Testing was successful. The procedure was completed using an alternate system. There was no harm reported to the patient. Additional information has been requested and received.